Manufacturer narrative:
Complete information for section a1 patient identifier: sid (B)(6). The field service representative (fsr) inspected the instrument but was unable to determine a single definitive part the likely cause of the result issues. However, sample integrity could not be ruled out as a possible likely cause. The architect i1000sr serial number (B)(6) was considered the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with the architect i1000sr processing module and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr processing module, serial number (B)(6).

Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I results for two patients. The following data was provided (normal patient range 0 - 0.028 ng/ml): sid (B)(6) processed (B)(6) 2024 initial result = 0.2 ng/ml repeat result after respin = 0.010 ng/ml. Sid (B)(6) processed (B)(6) 2024 initial result = 0.371 ng/ml repeat result after respin = 0.011 ng/ml no impact to patient management was reported.